Event description:
Information received from the field notes that the patient was in for a routine follow-up with no complaints. Measured data showed lead impedance <250 ohms on both channels, unipolar and bipolar. The patient was not pacemaker dependent and monitoring will continue.